Manufacturer narrative:
Block h6: device code a1801 captures the reportable event of contamination.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, a smudged was found on the catheter but started coming off when wiping. Reportedly, the device had no malfunction; however, it was found to be contaminated. The procedure was completed with another of the same device with no patient complications.